Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother wanted to know if there is a local office in (B)(6); customer will be travelling. The last blood glucose reading was 305 mg/dl. Caller stated that customer has recently returned from the physician's office and declined to troubleshoot. Caller also asked if there was a water resistance case for the insulin pump. Nothing further reported.